Event description:
Hcp reported pt underwent explant of pump and catheter due to infection. Cultures showed no growth. The pt is doing well and is being treated with oral meds. No pump replacement at this time.